Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify battery failed alarm due to blank display. Also, received with moisture damage inside of the battery tube and on the motor and force sensor. The pump was also received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. No corrosion of the battery tube spring noted during physical inspection. (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
The customer reported via phone call that their insulin pump had failed battery alarm. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Contacts were not missing, damaged, or corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.